Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: due to corrosion on plug unit, a noisy image occurs during angulation. Based on the results of the investigation, a degradation problem identified and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had a noisy image during angulation. There were no reports of patient involvement.